Event description:
A nurse reported that an enlargement of the incision was required to remove an intraocular lens (iol) due to a broken haptic. The iol was removed and replaced during the same procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/17/2009 and 01/07/2010 by phone, fax, and mail. A completed questionnaire has not been received.